Event description:
It was reported that the patient underwent a spinal surgical procedure with a lumbar laminectomy. It was reported that the s1 screws sheared bilaterally. It was reported that 2 months post-op a revision surgery took place for screw replacement. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.